Event description:
It was reported that during extraction of the device, physician used an electrosurgical unit and it was in contact with the can of the ICD. After explant, the physician interrogated the device and found in vvi mode. The patient is stable and did not experience any adverse events.

Manufacturer narrative:
Correction: manufacturer report 2938836-2017-29851, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).